Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a stent placement procedure in the subclavian artery, the delivery system was allegedly unable to cross the lesion. The procedure was completed using another device. There was no reported patient injury.